Manufacturer narrative:
Product and reported material were discarded so unable to investigate for root cause. The sterilization and lot history records were reviewed and found to be acceptable. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. Report 3 of 3, see related medwatch report numbers: 0001920664-2022-00048, 0001920664-2022-00049.

Event description:
The user facility in (B)(6) reported when the surgeon inserted the phaco handpiece into the eye and started phacoemulsification, a white soft material flowed out from the left irrigating port. There was no effect on the patient. The surgery proceed as per normal, and completed with no complication. Post operative the patient seemed fine. No complication, no complaint from patient or doctor.